Manufacturer narrative:
Device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, colon issue, eye irritation, nose irritation, skin irritation, and respiratory tract irritation. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. Secondary findings include damaged buttons on upper enclosure. In addition, the device settings were corrected. Lastly the device passed the final test.